Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Dentsply was not able to verify the complaint through testing as the attachment stopped working post production testing but a root cause was able to be determined based on quality observations. Bur end bearing failure, free roaming ball bearings and excessive debris most likely created friction within the head which resulted in temperature increase. It is reasonable to suspect gear function was compromised by the added debris inside the head which is evident from significant wear on the teeth of the gears. All components looked dry and significantly corroded with no evidence of lubrication. The lack of lubrication may have caused friction and as a result increase the temperature causing the heat reported in the complaint.

Event description:
In this event a doctor reported that an estylus 1:5 attachment overheated. There was no injury or intervention.